Event description:
It was reported that the patient experienced cycling and inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed. During the procedure fluid loss from an unknown source was noticed; no holes were found on the explanted components. The patient did not experience any further complications.

Event description:
It was reported that the patient experienced cycling and inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed. During the procedure fluid loss from an unknown source was noticed; no holes were found on the explanted components. The patient did not experience any further complications.

Manufacturer narrative:
D11, e1, h2, h10 field change.